Event description:
The patient experienced a blow to the area around the implant site with subsequent loss of sound. Explantation/reimplantation surgery is yet to be scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.